Manufacturer narrative:
(B)(4). Batch # unk date of event: unknown; captured as awareness date. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided therefore a device history could not be done. Additional information was received: spoke with the sales rep to obtain additional information to determine if the product was used in robotic case and what gun and reloads were used. Per the sales rep, this was not a robotic procedure. They used powered staplers 60mm standard and long. Mostly blue reloads used but possibly green or white reloads. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure when the doctor places the reinforcement the staple line does not come out smooth or straight. It comes out in the shape of a scallop. There were no adverse consequences reported.